Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited bending manipulation and insertion tube defects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: angulation could not be adjusted due to deterioration of the angle wire. The event can be detected by following the instructions for use: operation manual_ preparation and inspection_ inspection of the endoscope_ inspection of the bending mechanism. Olympus will continue to monitor field performance for this device.